Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.

Event description:
A (B) (6) female pt with a history of spinal stenosis and degenerative disc disease had original spinal fusion surgery on l4-s1 using another MFR's product. The pt was experiencing back pain and was in to see the surgeon for follow-up when x-ray identified four loose screws in the lumbar construct. Revision surgery was performed on (B) (6) 2010, and all four screws were removed. The surgeon replaced the original construct and added adjacent levels so the final construct was from l2-s1. As the surgeon was tightening an 8.5 x 45 polyaxial screw, the sequoia modular driver broke in two at the tip of the female hex. A broken piece fell into the wound but was immediately retrieved with no harm to the pt and minimal delay in surgery. The representative had another sequoia modular driver and the surgeon was able to complete the surgery as indicated.